Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient allegedly had complications due to his cardiac resynchronization therapy pacemaker (crt-p) implant, that lead to a 6 week hospitalization. No further detail of hospitalization was able to be obtained. The crt-p remains in service. No further action was performed. No additional adverse patient effects were reported.